Event description:
It was reported that an intraocular lens was missing haptic after the iol was inserted into the patient¿s left eye. The lens was removed, and another johnson and johnson lens of the same model and diopter was implanted. There were no medical and/or surgical interventions required, and no patient injury reported. The patient is doing fine post-operation. No further information is available.

Manufacturer narrative:
Ethnicity/race: unknown, information asked, but not available. If implanted; give date: not applicable. The iol was removed/replaced in the initial surgery. If explanted; give date: not applicable. The iol was removed/replaced in the initial surgery. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: dec 21, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint lens and original handpiece were received loose inside of the original folding carton. The handpiece tray was received as well. Visual inspection under magnification revealed that the complaint lens was received cut in half and with one haptic detached (missing). The lens was cleaned and, no further issues could be identified. Based on the return condition of the lens, no further product evaluation could be identified. The complaint issue of haptic detached was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.